Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The drill bit broke off in block.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the tip has broken off. Review of the device history records and/or a lot specific complaint database search was not possible for the pin as the product and lot code required was not provided. The root cause of the broken pin could not be determined based on the inability to examine the obstructed block pin hole and the remaining portion of the pin. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.